Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive continuous glucose (cgm) readings as expected. The reported issue was not occurring at the time of the report. Tandem technical support discussed loss of connection issues between the transmitter and pump with the customer. Reportedly, when connection was resumed customer received cgm readings as expected. There was no reported impact to customer's blood glucose level.